Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).